Event description:
Report of two possible instances of emi (two different aeds) affecting display during deployment. Both instances occurred in same building, on the same day, different times (6 hours apart.)

Manufacturer narrative:
Second AED manufacturing date: 10/2006. Review of internal memory.